Manufacturer narrative:
(B)(4). The incident information was reviewed. The device was not returned and there was no reported device malfunction associated with the clip delivery system. Analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were related to case-specific circumstances. The patient was re-hospitalized and a second, elective, mitraclip procedure was scheduled. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Additional information received reported that the worsening mitral regurgitation was related to disease progression and unrelated to the mitraclip device. The clip was confirmed to be attached to both leaflets. Based on the information reviewed, there is no indication of a product deficiency. With this new information, that the worsening mitral regurgitation was due to disease progression and unrelated to the mitraclip device, this event is not MDR reportable.

Event description:
Subsequent to the previously filed report, additional information was received: the worsened mitral insufficiency/regurgitation (mr) began on (B)(6) 2014 (not (B)(6) 2014 as previously reported). The condition resolved on (B)(6) 2014. The study physician indicated the worsened mr was due to disease progression, unrelated to the mitraclip. With this new information, this event is not MDR reportable.

Event description:
This report is filed for recurrent mitral regurgitation 2 years post procedure. It was reported that one mitraclip was implanted on (B)(6) 2012 in the patient with degenerative mitral regurgitation (mr), reducing mr from 4 to 1. A two year, follow-up echocardiogram, done on (B)(6) 2014, revealed severe mr (grade 4). The clip was attached to both leaflets. The patient was re-hospitalized. A second, elective, mitraclip procedure has been scheduled. The study site assessed this worsening mr as remotely related to the index mitraclip. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip remains on the mitral valve leaflets. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.